Event description:
A u.s. Distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was due to an intermittent break in the ECG ¿a&b¿ cable near ECG ¿a¿ and the front therapy electrode part of the cable, causing an intermittent connection. The root cause for broken cables was physical abuse. There was no adverse event that resulted from the damaged belt.